Manufacturer narrative:
This follow-up report is being filed to relay additional information including product identification, which was unknown at the time of the initial medwatch. Additional information received in patient medical records indicates that a right total hip arthroplasty procedure took place on (B)(6) 2008 and that a right hip revision procedure was performed on (B)(6) 2010 due to acetabular cup loosening.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and a hip revision and further reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the hip revision procedure occurred on (B)(6) 2010. The operative notes for the revision procedure indicate loosening of the acetabular cup. The date of the original procedure and information pertaining to what was implanted primarily was not provided. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of a revision procedure due to personal injury. Additional information received in patient medical records indicates that a right total hip arthroplasty procedure took place on (B)(6) 2008 and that a right hip revision procedure was performed on (B)(6) 2010 due to acetabular cup loosening. The operative notes confirm that the acetabular cup,modular head and taper insert were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Date of event - n/a. Catalog number, lot number and expiry date. Date implanted. Manufacture date. The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure was performed. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.